Event description:
It was reported to philips that the flexvision pc failed to start; reboot resolved issue on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Reboot resolved issue; logs confirmed flexvision pc issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).